Event description:
It was reported that the patient experienced recurring incontinence with ams 800 artificial urinary sphincter (aus) due to a hole in the balloon that resulted fluid loss. The aus balloon was removed and replaced with a new one. No further issues were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.